Manufacturer narrative:
A customer in the united states contacted biomérieux to report the occurrence of a misidentification of streptococcus dysgalactia as streptococcus pyogenes in association with the vitek® ms system. Pathodx rapid antigen kit and vitek® 2 tests were performed by the customer to confirm the identity. An internal biomérieux investigation was performed. The customer submitted two samples for evaluation. The customer submitted the following data to be analyzed: sample mzml provided by level 1 (2 mzml files from (B)(6) 2017 and 2 mzml files from (B)(6) 2017). Ecal mzml provided by level 1 (46 mzml files from (B)(6) 2017 ). Sample mzml provided by level 1 (2 mzml files from (B)(6) 2017). Biomérieux analyzed the data provided, and the strains received were tested internally with the vitek ms version used on the customer's side, knowledge base (kb) v2.0, and vitek ms kb v3.0. The biomérieux quality control results are listed below: vitek ms kb v2.0: sample ID (B)(6): low discrimination between s.canis (34,9%) / s.dysgalactiae ssp equisimilis (32,5%) / s.dysgalactiae ssp dysgalactiae (32,5%). Sample ID (B)(6): low discrimination between s.dysgalactiae ssp equisimilis (50%) / s.dysgalactiae ssp dysgalactiae (50%). Vitek ms kb v3.0: sample ID (B)(6): low discrimination between s.canis (33,3%) / s.dysgalactiae ssp equisimilis (33,3%) / s.dysgalactiae ssp dysgalactiae (33,3%). Sample ID (B)(6): low discrimination between s.dysgalactiae ssp equisimilis (50%) / s.dysgalactiae ssp dysgalactiae (50%). All the tests performed gave low discrimination results. The misidentification obtained by the customer was not reproduced internally by biomérieux quality control laboratory with an operational system and a good spot quality preparation. Vitek ms worked as intended. Taking in to account the results obtained by biomérieux qc lab (with an operational system and a good spot quality preparation), the most probable root causes of the identification issue are a combination of a non-optimal fine tuning, a non-optimal spot preparation and a system limitation (knowledge base v2.0 weakness). There is a limitation for s.dysgalactiae ssp equisimilis / s.dysgalactiae ssp dysgalactiae in the kb user manual ref. (B)(4) for vitek ms clinical use us version: subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species.

Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a misidentification of streptococcus dysgalactia ssp equisimilis as streptococcus pyogenes in association with the vitek® ms system. Repeat test obtained the same result. The identification to streptococcus dysgalactia ssp equisimilis was confirmed via pathodx rapid antigen kit. Testing via vitek® 2 gram-positive (gp) identification (ID) card provided a result of streptococcus dysgalactiae. The customer stated the discrepant vitek® ms result was not reported to the physician; no treatment decisions were based on the vitek® ms result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.